Event description:
Info received indicates the pt presented with what appeared to be an embolic event, cause unk, which led to leg paralysis and myocardial infarction (mi). Torn leaflet was assessed on echo and cath, with associated aortic insufficiency. The user facility report indicates the pt expired and no autopsy was performed; during catheterization for angioplasty the pt coded and could not be resuscitated.